Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history record review was performed, and no abnormality was observed. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. It is unknown if there was a patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.